Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2022 and absorbable hemostat was used. The absorbable hemostat was used during closure of the hysterotomy incision. Immediately after application of this product, both systemic and localized allergic reactions were observed which included localized fluid oozing from the tissue with swelling as well as facial edema, lip swelling with slurred speech, mottled skin, and she became acutely hypotensive and tachycardic. Anaphylactic resuscitative medications were administrated included benadryl, steroids and ephedrine and phenylephrine. The patient responded well to medications but required further monitoring in the ICU for greater than 24 hours. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.